Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated and a suprarenal stent graft extension to treat an abdominal aortic aneurysm in 2013. Five (5) years post initial implant; migration of the cuff and an indeterminate endoleak were discovered. The patient is currently being monitored and plans for re-intervention is being discussed. As of this report, no additional patient sequelae have been reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of a 1a endoleak. The reported stent migration could not be confirmed base on information share with endologix. Device, user, procedure or anatomy relatedness of this event could not be determined. Additionally a persistent right lumbar type ii endoleak (anatomy related) was identified. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information: clinical assessment was able to determine that the indeterminate endoleak was a type 1a endoleak. Also a secondary procedure was completed. The physician elected to implant an infrarenal stent extension and a suprarenal stent graft extension to treat the reported event.